Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system for a valve-in-valve procedure with a 21mm non-abbott valve. Pre-dilation was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 2-3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a perivalvular leak (pvl) was noted. Post-dilation was performed with a 22mm non-abbott balloon, which resolved the pvl. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak following a valve in valve procedure was reported. A returned device inspection could not be performed as the device remains implanted and was not returned for analysis. Based on available information, a cause for the reported event could not be conclusively determined; the reported unexpected medical intervention was result of case specific circumstance as the patient required post-bav due to perivalvular leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant using a small flexnav delivery system for a valve-in-valve procedure with a degenerative 21mm non-abbott valve. The patient's annulus was measured with a perimeter derived of 22.3mm. The lfet ventricular outflow tract was 23.1mm. Pre-dilation was performed with a 22mm non-abbott balloon. The valve was implanted. The final implant depth was 2-3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant a perivalvular leak (pvl) was noted. Post-dilation was performed with a 22mm non-abbott balloon, which resolved the pvl to trace. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.